Event description:
Medtronic received a report that a pipeline failed to deploy at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a ophthalmic c6 aneurysm. Aneurysm dimensions: max diameter 11 mm and neck diameter 7 mm. The pipeline was deployed as per normal operation. The wire was pushed at 7-8% strength but the tip did not open easily, so had to resheath it several times. There was a sense of discomfort in the opening, so when the cbct was turned, the tip was frayed and it was radially broken. The pipeline domestic proctor physician was also present as an assistant, although did not perform any operations that may cause problems, it was decided to collect due to concerns that there would be a risk of stent thrombosis due to non-compression if it was left in place. When they tried deploying another pipeline in size 5-20, there were no problems and it was successfully placed in the patient and the procedure was completed. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed 3 times or more. No other kind of operation, such as using another device to deploy the stent. The stent was removed from the patient's body. The pipeline was resheathed and retrieved with the microcatheter. During pipeline delivery or deployment no resistance was felt. No resistance, breakage, or abnormalities observed in the concomitant catheter phenom 27. When changed to another size pipeline the phenom 27 had no problems. There were no patient symptoms or complications associated with this event. Ancillary devices: guide catheter fubuki7f80cm, microcatheter phenom 27 (160 cm), guidewire 14 chikai 200cm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that vessel tortuosity was moderate. The hcp "has lots of use experience of pip elines. Preparation as usual." The system was pushed with a little flexion, and that may be the cause, but they have not been able to identify the cause it because it has behaved many times in the past and there was no particular problem. It was retreated many times, but the tip was still broken, so it was replaced with another pipeline without having to do additional balloon treatment.